Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline did not open at the distal end. The patient under went a medium unruptured saccular aneurysm located in cavernous left carotid, measuring 13mm x 8mm, landing zone distal 4.5mm, proximal 5mm. The vessel was observed moderately tortuous. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The vessel was moderately tortuous. Yes, dapt (dual antiplatelet treatment) administered. No images available for review. Less than 50% the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed with the microcatheter. Xt 27, transed 0.014.

Manufacturer narrative:
The pipeline flex with shield was returned within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the customer report of "failure to open at the distal end" was not confirmed. The event cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and no damage. It's possible that the "patient tortuous anatomy" may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.